Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "the rn (registered nurse) was titrating weight-based norepinephrine. When trying to titrate from 0.06 mcg/kg/min to 0.09 mcg/kg/min they missed a decimal and programed 0.9 mcg/kg/min at 2156. This increased the rate from 11.8 ml/hr to 177.2 ml/hr. The patient heart rate increased to 120s, blood pressure increased to 181/105. Rn identified the medication error at 2204. A simple missed decimal allowed the rn to titrate by 16 times the previous dose with no guardrails to check the mistake. Additional information received on 04/22/2026 for mw5185838 to correct the procode to frn."